Event description:
The customer reported getting interference on the display, and then powers off. There is no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.